Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 6-10x daily and manages his diabetes with humalog insulin. The patient's usual and/ or expected blood glucose reads between "110-150 mg/dl." The alleged issue began on (B)(6) 2012 at 1130am. It is was reported the patient obtained blood glucose results of "70, 93, 150 and 200 mg/dl" with the subject meter. The reporter could not specify results obtained with the subject meter prior to the alleged issue; however, the reporter denied the patient made changes to his usual diabetes management routine. Immediately before the alleged issue, the reporter claims the patient "felt like he was in his 50s mg/dl" but could not specify specific symptoms. The patient treated self with food and/ or drank a beverage as treatment. The patient obtained blood glucose results of "105 and 175 mg/dl" with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the reporter through quality control testing. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.